Manufacturer narrative:
This complaint is still under investigation. Not returned.

Event description:
Revision of pinnacle mom implants scheduled for early 2014.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update - medical records received 21 aug 2014. Doi and dor confirmed. Revision due to some osteolysis, metallosis and slight loosening of the stem proximally. Liner, head and stem revised - (B)(4).